Event description:
In this event, it was reported that a patient experienced swollen, red and tingling lips after having an impression taken with impressix colorchange alginate; no medical intervention was required. Latex gloves were used by the dental professional in this event.

Manufacturer narrative:
While it is unknown if the impression material used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report.